Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the device evaluation it was observed that the transducer of the ultrasound probe was missing. In addition, it was observed that the ultrasound probe surface was peeling. These findings were due to physical stress and or due to chemical stress during the cleaning and sanitization process. Upon further inspection, it was observed that the acoustic lens had a chip due to physical or chemical stress. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of angle wire. Also, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was observed that the adhesive of the bending section cover had a crack. It was also observed that the paint on the air and water cylinder was peeling due to deterioration caused by stress during reprocessing. Lastly, it was observed that the objective lens had a scratch and a crack due to a handling issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera ultrasound gastrovideoscope had a chip in the ultrasound prob. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrections made to b5 and h6 product problem. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused after shipment by stress of repeated use, external factors, or handling. When the content of the instructions for use of the actual products was checked, the following information is provided which may prevent the indicated events: "·do not pull the universal code. There is a risk that the scope jacket will be removed from the socket of the light source device and the endoscopic image will not be visible. ·do not bend (below 12cm) the endoscopic soft parts, universal codes, or ultrasound connecting wires. Doing so may cause noise or damage the ultrasound image. ·do not bend the insertion site of the endoscope with strong force. Otherwise, the insertion section may be damaged. ·do not touch the electrical contacts on the ultrasonic connector. Poor contacts may occur. ·do not apply impact to the tip of the endoscope, especially the ultrasonic probe and lens surface. Ultrasound and endoscopic images may be abnormal. ·do not twist or bend the bend by hand. Damage may occur." Olympus will continue to monitor field performance for this device.

Event description:
During estimation, the olympus repair center found the ultrasound probe surface was peeling. This medwatch was submitted for the malfunction found by olympus.